Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) via ambulance and was diagnosed with blood glucose (bg) values that dropped to 40 mg/dl. The patient had headaches, a seizure and fell down. For treatment, the patient was given baqsimi glucose and intravenous (IV) dextrose. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 6 hours. The pod was discarded. Additionally, the patient's mother states the hcp explained to them that patient's bg level was too high for too long and the controller switched to manual mode and that caused her bg levels to go low. When the patient got home from school she stated she did a lot of physical activity and that dropped her bg level and the controller was in manual mode.